Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their doctor was unable to obtain information from the insulin pump after february 15. In the alarm history unexpected restart, external error, and low battery alarms were found. The customer stated they experienced two high blood glucose levels. The customer was not able to get a reading. The self-test passed. The wrong date was set. The device was not returned.